Manufacturer narrative:
A complete lead measuring 52.0 cm was returned in one piece for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room on (B)(6) 2018 with complaints of low heart rate. It was noted that the right ventricular lead exhibited high capture threshold and intermittent loss of right ventricular capture resulted in low heart rate. Programming changes were made and the patient was scheduled for lead revision on (B)(6) 2018. The right ventricular lead was explanted and replaced. Lead fracture under the suture sleeve was noted post-explant procedure. The patient was stable post procedure and had no complications from the procedure.

Event description:
New information received states that the patient underwent pain and stress due to the lead replacement procedure.

Event description:
New information received states that the patient underwent lead replacement procedure as the lead was not attached to the pacemaker and went through pain and stress due to procedure.